Event description:
A caller reported experiencing alarm 2 followed by alarm 26 related to their device. The caller did not provide information on whether these issues impacted their blood glucose levels. To resolve the problem, the customer changed the cartridge and resumed insulin therapy, and since there were no frequent or recurring occlusion issues, additional assistance was deemed unnecessary. The case was subsequently closed by technical support.